Event description:
Additional information was received stating that the nurse observed a change in aortic (ao) waveforms. An echocardiogram was performed and noted device positioning toward the mitral valve. The physician repositioned the device, and improvement in the aortic waveforms was subsequently reported.

Manufacturer narrative:
Additional information received and h6 codes were updated.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/major bleed: the cause of access site adverse event/major bleed was most likely patient condition related since the bleeding occurred at all sites including impella. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient was bleeding from all access sites including the impella insertion site requiring blood products. The patient had an mitral valve replacement today. Imaging was used to check the pump position and the pump was in good position. Two days later during rounds, the staff described the patient needing to go back to the operating room for surgical repair of the right axillary artery for bleeding. The repair was successful. Imaging was used to check the pump's position and the pump was in good position. Hematuria was also noted. Urinary output was greater than 30 cubic centimeters and concentrated/amber. This is one of two related reports. This report represents the impella 5.5 and another report will be submitted to represent the impella rp flex.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
D6b explant date updated. B1 product problem was inadvertently omitted on the initial manufacturer device report -1.